Event description:
Customer reports to have received a button error alarm. Customer believes button error may have been caused by moisture due to sweat from working out. Customer's blood glucose was 322 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.